Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 14-year-old male patient, the device had "unusual activities". This is all the information available at this time. Complainant indicated that the clinician continued to use this device with a new set of pads to continue treating the patient. Complainant indicated that the patient subsequently expired; however, they do not believe this was device associated.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). This report was inadvertently submitted. Reports of this nature have no potential for clinical impact. The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device logs. However, the device was put through extensive functional testing including stress testing using the customer's returned accessories without duplicating the report. The defib pads used during the event were not returned for evaluation. A retain sample evaluation was performed on the onestep CPR a/a lot 4324a and the pads were determined to be assembled to specification. The analog board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a 14-year-old male patient, the device displayed an "accessory error 6" message. This error is related to the software being unable to communicate with the CPR puck and is a non-critical error that does not impact the device's ability to deliver defibrillation therapy. Complainant indicated that the clinician continued to use this device with a new set of pads to continue treating the patient. Complainant indicated that the patient subsequently expired; however, they do not believe this was device associated.